Event description:
It was reported that high pacing impedance and high capture threshold was noted on the right ventricular lead. No intervention was performed. The patient¿s condition was stable and would continue to be monitored.